Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer was vomiting and was found unaware prior to hospitalization. The customer was in a coma for about three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.